Manufacturer narrative:
The device has not been returned to the MFR at this time for eval. A chr review is not possible, as no mfg lot number has been provided by the complainant.

Event description:
Physician placed at (B)(6) and it is severed at cuff (life line found the defect and removed). Unable to obtain more info because of (B)(4) laws.